Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that on the front left frame, where the caster fork goes up into, there is a threaded hole. There is a bolt that goes through which it, which secures the fork to the base of the rollator. The hole is stripped and the bolt will not screw in. MDR filed.